Manufacturer narrative:
Sections d4, h4, h8: additional information. Section d5: correction. Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the submitted log file; however, a correlation between the drop in hemoglobin and the device cannot be conclusively determined. The log file, dated (B)(6) 2018, contained approximately 45 days of data, spanning from (B)(6) 2019 09:49 to (B)(6) 2019 10:12, which captured numerous low flow alarms, where the calculated flow was captured as 2.4 lpm. Besides these events, the device appeared to be operating as expected at the set speed of 9000 rpms. Pump, flow, and pi ranged from 3.9-5.4 watts, 3.6-5.3 lpm, and 4.7-8.0, respectively. Per the vad coordinator, the low flow was due to a drop-in the patient¿s hemoglobin levels from 10.2 to 6.5. The patient was transfused with 2 units of prbcs and was discharged home in stable condition. The patient remained ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 13.4, "alarms screen," outlines system's advisory and hazard alarms and how to respond to them. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow were observed. The patient experienced a drop in hemoglobin to 6.5 g/dl from 10.2 g/dl. The patient was given 2 units of packed red blood cells. The patient has been discharged. No additional information was provided.